Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with the bag separated from the rest of the assembly. Upon inspection. Engineering found that the bag was cut in two pieces and had a tear that exhibited jagged edges. Several small tears were noted in the bg. The cord was attached to the top piece of the bag and presented fraying near the bead. No stretch marks were noted on the bag. Your experience was likely due to contact between the bag and a sharp instrument or sample. The instructions for use (IFU) state, "care should be taken to avoid contact of the bag with har instruments, morcellators, cutting device, and electrosurgical and laser instruments." In the event that a sharp sample is placed in the bag, resistance during removal may cause damage to the bag. The IFU states, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our initial/final report.

Event description:
Lap chole: "dr (B)(6) inserted the device into the pt and put the gallbladder into the bag. As he was taking the bag out of the pt, the bag tore."